Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported multiple insulin flow blocked alarms and high blood glucose persisted at 537 mg/dl for over 4 hours. The customer was treated for hyperglycemia with an insulin injection. The event involved products mmt-1884, unomedical, and unk_reservoir. Troubleshooting was performed for the high blood glucose event, and the customer was advised to call back or seek medical attention as needed; troubleshooting was not performed for the insulin flow blocked alarm as it was resolved in the past. It was unknown whether the customer was using the auto mode or smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for unomedical and unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. In further analysis of the pump history found insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 15-feb-2026 in the formatted history file. Multiple no delivery alarm/insulin flow blocked alarm were found on 02/13/2026 from 22:22:21.000 until 23:50:49.000 and 02/14/2026 from 00:00:00.000 until 18:09:31.000 and 02/15/2026 from 00:11:15.000 until 19:55:43.000 during bolus/basal/fill cannula deliveries. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 15-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.